Manufacturer narrative:
The device involved in the event will not been returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a giant unruptured fusiform aneurysm measuring 26mm located in the left ica (internal carotid artery). The patient had very tortuous anatomy. The patient was given aspirin and clopidogrel 5-7 days prior to the procedure and they were also given to patient post procedure. On (B)(6) 2014, the patient underwent pipeline (4.50mm x 20mm) embolization treatment. During the procedure, it was reported the proximal portion of the pipeline became twisted and flattened as it was released. Attempts to open the flattened part of the pipeline were made by manipulating the pushwire and marksman catheter. Balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperglide balloon was also performed on the pipeline, but without success. At this point, cerebral flow was observed to be decreasing; therefore, the physician attempted to retrieve the pipeline with a snare and alligator retrieval device but without success. Due to risks being too great if the procedure continued, the procedure was then suspended and the patient was admitted to the ICU (intensive care unit). Post procedural imaging (computed tomography) revealed a left ischemic cerebrovascular accident, cerebral edema and subfalcine herniation with a poor prognosis. Subsequently, the patient expired the following day. The physician reported the patient death may have been caused by an extensive cerebral infarction of the area irrigated by the obstructive carotid.